Manufacturer narrative:
On march 19, 2021 immucor reviewed manufacturing and complaint records for capture-r ready-screen 3 lot number r205 and found no deviations or complaint trends. On march 31, 2021 immucor technical service advised the customer of the limitation "weak examples of other clinically relevant antibodies, such a passively administered anti-d, may fail to react by capture-r ready-ID, even though the antibodies are detected by an alternative technique." From capture r package insert. The immucor internal record number for this report is (B)(4).

Event description:
On march 12, 2021 a customer reported an unexpected negative antibody screen result with capture-r ready-screen 3 lot number r205 on echo lumena instrument serial number (B)(4).